Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. Patient weight is unavailable. According to the complainant, 3 fluid loss alarms occurred during the seal integrity check. There was no evidence of a leak nor over dilation. The physician indicated their could have been a possible perforation. However, this was not confirmed. No additional information is available. The patient was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.